Event description:
Reporter alleged the needle that is apart of the softclix system used in finger-stick blood glucose testing would not retract after use. Reporter stated, she discontinued the use of the lancet after it would not retract and no other actions were taken and no treatment reported. A request was made for the return of the suspect device and replacement product was sent.